Event description:
Additional information received reported the cause of the event as unrelated to the pump, programming, or drug effects. No surgical intervention had occurred. The pump was functioning appropriately; residual pump volumes were appropriate. Reporter stated that the patient had experienced diarrhea and abdominal swelling. The patient outcome was reported as "no injury". As of (B)(6) 2012, the dilaudid pump dose was reported as 4.385mg/day, with a concentration of 20mg/ml.

Event description:
The patient's wife reported the patient experienced greater pain in the right side and down his leg. The patient went in for a refill in early april and requested an increase in their medication. Per caller, the dose was increased by 10%. The patient preferred a smaller increase in dose. The patient experienced an overdose following the programming session. By the next day the patient was restless, vomiting, low grade fever, slow heartbeat, labored breathing, high blood pressure, stomach was not moving and had no control of his bowel and kidney function. The patient went to the emergency room the next day and was then admitted to the hospital. The dose was decreased 20%. The patient was in the hospital for four days due to the overdose. Per caller, since the decrease in medication, the patient has more pain than prior to the 10% increase in dosage. The patient was looking for a physician to manage their care. The pump was delivering hydromorphone. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Physician programmer model # 8840, serial # unk; catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: unk.

Manufacturer narrative:
(B)(4).